Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for gastrointestinal (gi) bleed. The pt's international normalized ratio (inr) was 2.1 with the pump speed at 8800 rpm. The pump speed was reduced to 8600 rpm with currently no issues.

Manufacturer narrative:
The pt remains on lvad support and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.